Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely. The patient¿s implantable cardiac monitor (icm) experienced signal drop out due to loss of contact resulting in a false pause episode. No programming changes were made. The patient will continue to be monitored. Patient had no consequences as a result of the event.